Event description:
A trilogy100 ventilator, germany ventilator was returned to a third-party service center for service for remediation and periodic maintenance. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the trilogy100 ventilator, germany at a third-party service center, no particles were observed. However, after the evaluation, the device failed the low flow o2 test. The technician recommended replacing the device's active exhalation control module to address the issue. Additionally, the device's handle o-rings, power cord clamp is missing, rear case is damaged, rubber feet are missing and will need to be replaced. The customer rejected the service quote, and the device is returned unrepaired.